Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapsed on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced infection, bowel problems, dyspareunia and neuromuscular problems. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bleeding.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation with concurrent procedures perineorrhaphy mccall culdoplasty, vaginal hysterectomy, and salpingo oophorectomy on (B)(6) 2011. It was reported that patient underwent additional surgery approximately on (B)(6) 2012 for mccall revision/removal due to pain and dyspareunia. No additional information was provided. (B)(4).